Event description:
It was initially reported that there was stimulation in the wrong location. It was noted that it was in the ribcage. It was noted that there was no known accident or incident related to the complaint. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the patient still had concerns with their device or therapy but was working with their hcp or manufacturing representative. It was noted that an appointment was scheduled for (B)(6) 2013. It was further reported that the patient had fallen "25" times after implant. The patient went in for an epidural on (B)(6) 2014 and the physician also took a picture of the leads at that time. At implant, the stimulation was covering pain in the lower back. The patient stated it still sometimes did but sometimes it did not cover the pain. The picture showed one of the leads had moved from "above the 8" to "about the 10." The patient was told by the physician to "not fall anymore" because the lead may come all the way down. The patient was told if this occurred she would have to have it fixed surgically. The patient walks with a walker and a cane, had a mild case of cerebral palsy, and had a tendency to fall. Additional information was requested, if received, a follow up report will be sent.

Event description:
The patients health care profession (hcp) confirmed that the patient fell often. This was not related to the device but rather due to the fact that she has clubbed feet. It was stated that the patient was never actually feeling stimulation in the wrong location, she just needed an adjustment. The patient had been seen several times and was doing well and getting good therapy.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (b)(60 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).